Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint because the system gave a remote alert indicating the image processing computer had a memory problem during the power-on self-test, which could impact imaging. According to the additional information collected, the system was not in clinical use at the time of the event. The complaint did not include further details about the nature of the issue, and no service has been performed by philips since the customer refused service. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been completed satisfactorily. Therefore, as the device was not in use at the time the issue was identified, the user would have identified this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.